Event description:
It was reported that approximately 6 months after implantation of a left shoulder construct, the prosthesis failed in-situ. Patient decided to move furniture and really messed her shoulder up. Concerted the anatomic to a reverse. Pulled anatomic components and went back in with reverse components. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: concomitants: 310-01-44 - equinoxe, humeral head short, 44mm (alpha) (B)(6) 314-23-03 - laser cage glenoid medium, alpha (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s (B)(6) 321-52-09 - 3.2mm k-wire, trocar tip (B)(6) 300-01-12 - equinoxe humeral stem primary press fit 12mm (B)(6) 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack (B)(6) 300-20-02 - equinox square torque define screw drive kit (B)(6) h3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.